Event description:
It was reported that during a ptca/stenting treatment procedure the maverick otw balloon ruptured at 10 atm's on the fourth inflation during predilatation of the lesion. (The number of atm's reached on the initial three inflations is unk). The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid lad coronary artery. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.